Event description:
The customer contacted stryker to report that that their device would not power on when the lid is opened. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the issue was able to be verified and duplicated. The root cause of the issues is isolated to the reed switch sw5. The customer received a replacement device. The customer's device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that that their device would not power on when the lid is opened. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.  There was no report of patient use associated with the reported event.